Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The unintended use error was selected based on the analysis finding of the improper connection (missing set screw marks). The observed issue is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. A new lead was implanted. No adverse patient effects were reported.